Event description:
It was reported that the device reached elective replacement indicator (eri) due to early battery depletion. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 5076 implantable pacing lead: (B)(6) 2009. A 4193 implantable pacing lead: (B)(6) 2009. A 6996sq implantable tachy lead: (B)(6) 2009. (B)(4).